Event description:
The device was used for an end to end anastomosis of colon on a horse. Reportedly, an leakage occurred around the staple line post-operatively. The horse died.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.